Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 469 mg/dl or 262 mg/dl with confusion, extreme drowsiness and polydipsia associated with an alleged battery life issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts) the reported stated that the patient had been recently receiving another low battery alarm since the battery was changed out that morning. The alarm occurred after eating breakfast and giving herself a bolus. The patient was disconnected for troubleshooting. The customer said that the patient thought the bg was high due to her breakfast and being disconnected during troubleshooting. The patient gave herself a correction bolus and stated that she would check her bg in an hour to make sure it was going down. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a battery life issue.